Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope go 2 monitors, the image turned white, blocking the view of intubation. It was further reported that the connected blade was removed from the patient's mouth and the monitor was power cycled which they were then able to successfully intubate the patient. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope go 2 monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device but was unable to confirm the reported image issue. When connected to verathon's test equipment (including a single-use blade and a reusable video baton), the monitor produced a normal image. Three (3) recording tests were conducted, all of which passed exhibiting normal playback. The monitor was power cycled ten (10) times each with and without a test imaging device attached. No failures were observed and a normal image was produced when the test imaging device was attached. The monitor passed verathon's device functionality testing and confirmed to be within specification. The customer's monitor was also evaluated by verathon's engineering department for further investigation. Verathon's engineering assessment also could not replicate any image issues with the customer's monitor when tested with both single-use blades and a reusable video baton, plugging in both before and after powering on as well as rotating the hinge. The customer's laryngoscope that was connected to the monitor during the reported incident was not made available to verathon for evaluation. It is also unknown if the dynamic light control feature was enabled during use. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.